Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During setup for patient treatment prior to inserting the catheter, the thermogard xp ivtm system (sn (B)(6)) displayed tcmid:02 (ce danfoss error) error messages. The customer used an arctic sun console to perform the treatment. No patient involvement. The customer's biomedical engineer contacted zoll and stated that the thermogard system intermittently displays tcmid:02 (ce danfoss error) and tcmid:06 (ce post failure) error messages. To troubleshoot the issue, biomed replaced some components of the thermogard console. During various tests, biomed realized that the tcmid:02 and tcmid:06 would disappear for a while but reoccur again intermittently.